Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was surgery delayed due to the reported event? Yes, action taken when event occurred? Opened new, was procedure successfully completed? Yes, the following information was requested, but unavailable: no additional details available. Lots unknown. How many devices demonstrated the alleged deficiency? Please specify by product code and lot number: product code epm8702 - lot unknown: product code epm8706 - lot unknown: how long was the delay? Please specify in minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Were there patient consequences? If yes, please explain. Please provide the lot number of each product code product code epm8702: product code epm8706: were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and a suture was used. The needles consistently popping off of 6-0 and 7-0 sutures during a CABG case. Opened new one to completed the procedure. Procedure delay was due to the reported event. No adverse patient consequences were reported. Additional information was requested.